Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Unit passed the displacement test. Unit received with cracked retainer and broken belt clip rails. The test infusion set/reservoir remains in place in the reservoir compartment.